Event description:
It was reported that during a percutaneous coronary intervention procedure, a perforation occurred. Vascular access was obtained via the right femoral artery. The totally occluded lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). This crossboss catheter was selected. While working in the circumferential plaque, access was lost and reattempted when a vessel perforation occured a result of repeated access into the subintimal plane. A balloon catheter was used to treat the tamponade. The patient went for an emergency CABG for double pass surgery. It was noted that the rca was grafted. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).